Event description:
It was reported "the battery gauge reads full, but pump shuts off." There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.